Event description:
It was reported that the right atrial (ra) lead was pulled back and high threshold was noted. Lead revision was performed. The ra lead exhibited over-sensing on stored electrograms (egm) possibly due to lead revision procedure. High impedance was noted on the ra and right ventricular (rv) lead in bipolar configuration. High threshold was noted on the ra lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 97715 pain stim ipg, 977a260 pain stim leads implanted on (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the high ra thresholds were noted post implant and the impedance warnings were not due to a procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.